Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced arrow pointing at the open book critical pump error and had exposed to water. Customer received pump error, and unknown pump error. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported critical pump error or open book image error. Customer reported that pump was exposed to moisture but there is no visible fluid in pump. Pump did not pass self test. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit successfully downloaded using thump. The adapt tool was utilized to search for alarms that may have occurred in the past, near, or on event date that may confirm customer's concern. During download history review, pump error 63 alarm was recorded on (B)(6) 2024 at 16:52:09.000 hour. Per software engineer log, pump error 63 (variable 15) was due to hardware error. Line # = 147, file # = 2017. Proceeded by cutting unit open and performed a visual inspection of connectors and electronic assemblies. No moisture damage noted on electronic assemblies. The following cosmetic damages were also noted: cracked case-corner of belt clip rails, cracked keypad overlay at select button, missing display window/cover, pillowing keypad overlay, and scratched case. In summary, critical pump error open book image due to pump error 63 confirmed. Pump error 63 due to hardware error. Isolate to electronic stack. Exposure to moisture not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.